Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lcp drill sleeve 1.5 f/drill bit ø1.1 no visual issues were identified. The dimensional inspection was not performed for lcp drill sleeve 1.5 f/drill bit ø1.1 due to alleged complaint condition. The functional test was not performed for lcp drill sleeve 1.5 f/drill bit ø1.1 since the device was received by itself. The observed unable to assemble condition of the components is not consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for lcp drill sleeve 1.5 f/drill bit ø1.1. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part # 03.114.001, synthes lot # h456744, supplier lot # h456744, release to warehouse date: 13 nov 2017, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, it was confirmed that the surgeon had difficulty in attaching the drill sleeve to the plate. There is a problem with the sleeve because it is difficult to place it in any hole of the plate. The patient outcome was stable. This complaint involves (2) devices. This report is for (1) 1.1mm lcp threaded drill guide for 1.5mm lcp plates. This report is 1 of 2 for (B)(4).